Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Transmissions showed the patient¿s implantable cardiac monitor (icm) had an error message noting disconnected transmission on (B)(6) 2022. However, a transmission was successfully received on 17 mar 2022. No intervention was performed at this time. The patient was in stable condition.